Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed/broken on the plunger assembly and the bottom case was cracked. Functional testing involved delivery testing, accuracy testing and functional testing. The investigation found that the pump passed all the tests, the pump operated as intended. The event history log was reviewed and no pump programming or operational problems were found to confirm the reported issue. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical medfusion pump, it was reported that the pump did not deliver any medication as the beginning and ending volume showed 19cc. The reporter also indicated that multiple sedation issues were noted overnight. No patient consequences were reported. No adverse effects were reported.